Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd microlance¿ 3 needles epoxy was found on the needle. There was no report of patient impact. The following information was provided by the initial reporter: description of incident no. 2 patient attended for a bi-lateral avastin injection on (B)(6) 2022, after injection was administered to patient's left eye it t was noted that the needle used was faulty, the material that makes the needle¿s white hub was found spread along the shaft of the needle . No harm/injury arose from the treatment, the treating consultant arranged a follow up consultation with the patient and an oct and vat will be carried out. Patient was reviewed by the treating consultant and has not sustained any harm as a result of this incident.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 304000 and lot number 210910. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Regarding the issue of the white material spread along the needle shaft, twenty retained samples of the same lot number were also obtained. The retained samples did not reveal any signs of this defect; however, the picture provided by the customer does show residue of epoxy along the cannula surface. Epoxy is the adhesive used to join the cannula and hub components. This issue occurred in the assembly process due to a temporary stoppage or malfunction in the epoxy dosage machine.

Event description:
It was reported while using bd microlance¿ 3 needles epoxy was found on the needle. There was no report of patient impact. The following information was provided by the initial reporter: description of incident no. 2 patient attended for a bi-lateral avastin injection on (B)(6) 2022, after injection was administered to patient's left eye it t was noted that the needle used was faulty, the material that makes the needle¿s white hub was found spread along the shaft of the needle . No harm/injury arose from the treatment, the treating consultant arranged a follow up consultation with the patient and an oct and vat will be carried out. ¿ patient was reviewed by the treating consultant and has not sustained any harm as a result of this incident.